Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported that the dose knob on her humapen memoir device sometimes gets "stuck" while injecting. She experienced hypoglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The correlation of the reported hypoglycemia to the alleged device malfunction of a stuck dose knob is unclear (as stated in the complaint record). A stuck dose knob would result in a lack of insulin being released from the device and likely cause hyperglycemia (not hypoglycemia) due to a delay in therapy. All humapen memoir devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: 4055543. This spontaneous case, reported by a consumer (with conflicting information of unspecified health care professional) who contacted the company to report adverse events, concerned a (B)(6) female patient of unknown origin. Information regarding medical history and concomitant medication was not provided. The patient received insulin lispro (rdna origin) cartridges (humalog 100 units/ml) via a reusable device (humapen memoir), subcutaneously for the treatment of diabetes mellitus. Dose, frequency and start date were not reported. She also received insulin glargine (lantus) subcutaneously; formulation, dosage regimen, indication for use, and start date were not reported. She explained that the dose knob on her humapen memoir device sometimes got stuck while injecting (pc 4055543/lot number unknown). On (B)(6) 2017, while on insulin lispro treatment, she experienced hypoglycemia and was hospitalized for it until (B)(6) 2017. Information regarding corrective treatment, outcome of the event and status of insulin lispro/insulin glargine treatment were not reported. Additional follow-up would not be attempted as the reporter did not provide consent to contact her or her health care professional. The user of the device and his / her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The action taken with the suspect device was not provided. The suspect device was not returned to the manufacturer. The reporting consumer did not know if there was causality between the event and insulin lispro or between the event and humapen memoir. Update 01aug2017: additional information received on 27jul2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) information, and device return status to not returned to manufacturer for the pc 4055543 associated with the humapen memoir device. Corresponding fields and narrative updated accordingly.